Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: during investigation, visible moisture was found behind the display. A leak was found from the display lens. The pump was unable to power on. The pump was opened to find moisture corrosion on the primary circuit board. The pump was unable to be tested for the display and verify screen, audible and vibratory alarms, and the responsiveness of the keypad buttons. The audio bolus button cover was not able to be tested for responsiveness.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that all the keypad buttons were under responsive. Reportedly, there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.